Manufacturer narrative:
Revision occurred after 18 months due to infection at the implant site. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 18 months after the primary surgery, which occurred on (B)(6) 2023. No fall or other trauma reported. Revision occurred due to infection at the implant site. 36 mm + 3 humeral standard cup explanted and replaced with 36 mm + 9 humeral standard cup.